Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe allergy 1ml w/ndl 28x1/2 rb plunger would not move while drawing. The following information was provided by the initial reporter: material no: 305500, batch no: 730251. It was reported that plungers would not move while drawing and others have blunt needles.

Manufacturer narrative:
Device available for eval?: yes. D.10. Returned to manufacturer on: 6/22/2020. H.6. Investigation: customer returned (28) 1cc, 12.7mm 28g bd allergy syringes with an open poly bag from lot # 7302510. Customer states that plungers would not move while drawing and others have blunt needles. Only 5 out of 28 samples were retuned with a plunger rod. These samples were tested and all were able to draw and expel properly without any observed defects. All 28 samples were tested for point geometry, lube, and cannula od (specs: outer diameter for 28g: 0.0140¿-0.0145¿). All observations fall within specifications. As per manufacturing, ¿due to this batch being manufactured in 2007 no DHR files are available as retention is 7 years.¿ root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that syringe allergy 1ml w/ndl 28x1/2 rb plunger would not move while drawing. The following information was provided by the initial reporter: material no: 305500, batch no: 730251. It was reported that plungers would not move while drawing and others have blunt needles.